Event description:
A consumer reported that they began using super poligrip denture adhesive cream 5 times per day and within one year of beginning product use they experienced a heart attack. The consumer reported that this event happened approximately 8 years ago. The consumer reported that they went to the emergency room and was admitted to the hospital. The consumer reported that they underwent a balloon angioplasty and remained in the hospital for approximately one week. The consumer reported that they were diagnosed with high blood pressure, diabets, and angina and denied using any otc or prescription drugs prior to their heart attack. The consumer reported that they drink 1 cup of decafficinated coffee a day and has an occasional beer. The consumer reported that in the past they smoked 3 packs of cigarettes a day for 35 years but stopped smoking approximately two years prior to their heart attack. The consumer reported that they continued to use the product and one-year after their heart attack they became "clogged up" again and went to the emergency room because they thought they were having another heart attack. The consumer reported that pt was admitted to the hospital and underwent heart valve replacement and double by-pass surgery. The consumer reported that they were discharged from the hospital approximately 3 weeks later. The consumer reported that their physician informed tham that they had plaque in their arteries and placed the consumer on a low cholesterol diet.